Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. On (B)(6) 2022 , loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding, increased sensitivity and inflammation. No further patient complications were reported.